Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 15mm x 4.00mm nc quantum apex balloon catheter was selected to dilate the lesion. The complaint device failed to deflate in the left main artery. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.